Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly and the pusher assembly was kinked approximately 1.0 and 5.0 cm from the proximal end. The embolization coil was detached from the pusher assembly, had a fractured stretch resistant (sr) wire, and was unraveled inside the hub of the non-penumbra microcatheter with the pusher assembly. Conclusions: evaluation of the returned devices revealed the embolization coil was detached from the pusher assembly, had a fractured sr wire, was unraveled, and partially stuck inside the hub of the non-penumbra microcatheter. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and may cause the embolization coil to detach and unravel. If the introducer sheath is not properly seated in the hub of the microcatheter while the ruby coil is retracted out of the hub, resistance may be experienced and the sr wire may become fractured. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. Further evaluation revealed that the non-penumbra microcatheter was occluded with dried blood and could not be flushed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to reposition a ruby coil, the physician pulled back on the coil and subsequently, the coil got caught within the other manufacturer's microcatheter and unintentionally detached. Therefore, the microcatheter was removed with the detached coil inside and the procedure was completed using another system. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure. There was no report of an adverse effect to the patient. Please note that the manufacturer has requested additional information from the customer; however, no additional information has been obtained.